Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited low out of range pace impedances, high pacing thresholds, and low sensing of 2.5 mv on the right ventricular (rv) lead. The rv lead was surgically abandoned and replaced. This ICD remains in service. No testing was performed during the revision procedure. No additional adverse patient effects were reported.